Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer services provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if issues persisted, which they acknowledged and understood.